Event description:
It was reported that during an open reduction internal fixation (orif) of a left fibula, the drill bit broke as the surgeon passed the new 2.5mm drill bit through the guide and turned on the power. The drill bit broke and became cold welded into the guide. Another drill bit and guide was available and used to successfully complete the procedure. There was a five minute delay caused by the broken drill bit. Replacements were requested. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Approximate age, (B)(6). Approximate weight, (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records was performed and showed that orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u170611 on synthes purchase order 1528701. The suppliers certificate of compliance (dated april 2, 2013 for three receipts of this lot) indicates the parts were manufactured to p/n 310.25, revision m and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number ns061004, revision a (completed april 15, 2013 and april 17, 2013). There were no mrrs, ncrs, or complaint related issues with this complaint. The first two receipts of this lot were released april 15, 2013, and the third receipt was released april 17, 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The manufacturing evaluation was conducting and it states that the drill bit was received broken with the entire fluted portion firmly jammed inside the drill guide. The material and hardness of the drill were confirmed to be correct. The diameter of the part was confirmed to be within specifications. The part was within compliance and met all required specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, this complaint is deemed invalid from a manufacturing position.

Event description:
This is 1 of 2 report for complaint (B)(4).